Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user failed to access the health sight viewer. The technical support specialist (tss) created csr, signed it and returned from the hospital information technology. Tss imported it into certificate authority and appended to es and health sight viewer sites. Tss also verified the thumbprint algorithm against database, cleared the claims, disabled the windows authentication within authentication settings and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server there was no access to the health site viewer the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.